Manufacturer narrative:
Retainer ring = clear. The customer alleged pump error 37 on (B)(6) 2021. No unexpected pump error 37 noted during testing. However, pump error 37 was noted in the pump history file on (B)(6) 2021 at 07:49:34.000 due to moisture damage on the motor home switch. Device passed the functional test, including the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, faded serial number label, pillowing keypad overlay, scratched keypad overlay and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. No damage noted on the electronic assembly or on the force sensor. The test p-cap and reservoir does lock in place in the reservoir compartment. The customer alleged pump error 37 was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had drive count or time values or changes incorrect for moving or coasting alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.